Event description:
It was reported that during a coronary stenting treatment procedure a stent was stuck in the lesion and damage occurred. The 3.0 x 38mm target lesion was located in the severely calcified left anterior descending artery. The 3.0 x 38mm taxus liberte mr stent delivery system was advanced, but was unable to cross the lesion. The device got stuck in the lesion and was deformed upon withdrawal. The procedure was stopped and scheduled for another day. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device returned to MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the taxus liberte stent delivery system (sds) was received inside a carrier tube (hoop) with a product mandrel and a stent protector. The protective tubing that is placed on the stent in final packaging was partially loaded onto the stent, indicating it was removed and replaced or partially removed at some time after unpackaging. The stent was not received for analysis. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. There was a complete hypotube separation 22 cm from the edge of the strain relief. The distal portion of the hypotube was kinked 1 cm from the fracture surface. The hypotube fracture surfaces were ovaled, which indicates the device was kinked prior to separation. The reported difficulty withdrawing and stent damage could not be confirmed. There was no evidence of any product quality deficiencies contributing to the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure a stent was stuck in the lesion and damage occurred. The 3.0 x 38mm target lesion was located in the severely calcified left anterior descending artery. The 3.0 x 38mm taxus liberte mr stent delivery system was advanced, but was unable to cross the lesion. The device got stuck in the lesion and was deformed upon withdrawal. The procedure was stopped and scheduled for another day. No further patient complications were reported and the patient's status is stable.